Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units keypad is not working. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to observe and was able to reproduce the failure. The fse checked the keypad control pcb and reset all connections and checked again and found keypad working ok. The unit was handed over to the customer in good working condition.